Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted near the duodenum during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent first flange did not expand, and the stent was removed using forceps. There were no patient complications reported as a result of this event.